Event description:
Procedure: hernia repair. According to the reporter: on (B)(6) 2012, the pt underwent a laparoscopic repair of a recurrent incisional hernia which was said to have two defects. The laparoscopic equipment used was manufactured by covidien. The pt subsequently complained on pain in the area of the left port side. The pt underwent the removal of a foreign body from the area of the left port side on (B)(6) 2013. It is unk if the foreign body originated from the covidien laparoscopy equipment. A metal pin approx one inch long has been received for investigation. It is unk whether any problems with the covidien product were noted during the original surgery on (B)(6) 2012.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv)concurrently with engineering led an evaluation of one metal pin and a photograph of the pin. The visual inspection of the pin by engineering concluded that this component was not a part of the absorbatack instrument.

Manufacturer narrative:
(B)(4).